Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, a wire break occurred. The totally occluded lesion being treated was located in the severely tortuous mid right coronary artery with a bend of greater than 90 degrees. The vessel diameter was 3.2 mm. The physician attempted to cross the occlusion with the pt graphix guide wire. Inside of the stenosis, the tip of the pt graphix guide wire broke. The location of the wire tip is unk. The wire was removed as a unit. The procedure was not completed due to another reason. No pt complications were reported, and pt's status was reported as...